Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4075, implantable pacing lead, (B)(6) 2013; 6947m, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed increased threshold and no capture due to dislodgement. The lv lead was removed and replaced with a new lead. It was noted that the patient is part of the (B)(4). No patient complications have been reported as a result of this event.